Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. Based on the information, this kind of inflammatory reaction(endophthalmitis) could be caused by multiple factors and may be related to patient condition (diseases) or other external influences (surgical technique, other used components e.g. Ovd). With the information we've received and after reviewing the manufacturing documents, which did not show an indication of a malfunction of the iol causing or contributing to the reported incident, we can confirm that the product has been produced in accordance with manufacturer's specification and no deviation has been detected.

Event description:
It was reported that after surgery the patient developed endophthalmitis. The surgery was performed on (B)(6) 2025 - pars plana vitrectomy and insertion of intraocular lens. On (B)(6) 2025, the patient was diagnosed with endophthalmitis and had a vitreous tap and injection of vancomycin and ceftazidime. Cultures so far show no growth. The patient had a follow up visit on (B)(6) 2025 and showed improvement in symptoms and on exam. There are plans for continued close follow ups.